Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. Although the reported error was not confirmed, it is likely that the event was caused by one of the following: a defective image sensor unit, a defective video connector circuit board, or a system failure. Olympus will continue to monitor field performance for this device.

Event description:
The distributor reported on behalf of the customer, the evis lucera elite colonovideoscope presented an e315 error message (no image). No patient injury or procedure impact reported.

Manufacturer narrative:
Date of event, event, initial reporter name and address: no additional information was available. The device was evaluated, and the reported issue was not confirmed. The bending section cover bond was cracked due to external factors. Due to handling (insufficient cleaning), the air and water nozzles were clogged, and the drain function was degraded. The insertion tube serpentine boot protector was missing. The bending angle was insufficient due to the elongation of the angle wire. The play of the angle knob was out of the normal state due to the elongation of the angle wire. Shadows were visible in the image. Scratches were found in multiple locations. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.